Manufacturer narrative:
The bur and attachment subject to this investigation were returned to the manufacturer for evaluation. It was visually confirmed that the bur was broken. The returned bur was measured where possible and all critical specifications were met. Investigation results on the attachment (5100120952 lot#14265& 5100120952 lot#12258) have confirmed widespread corrosion each device and inadequate bearing lubrication which can potentially lead to bur breakage.

Event description:
It was reported that during service conducted at the manufacturer a broken bur was found inside the attachment. It was also reported that this event did not occur during a surgical procedure and there was no delay or adverse consequences as a result of this event.